Manufacturer narrative:
The technician replaced the casters and brake block due to wear to repair the bed.

Event description:
Information received indicates the brakes were not holding. The casters were rolling and swiveling when the brake was set.